Manufacturer narrative:
Batch review performed on 13 may 2026 mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2533701: (B)(4) items manufactured and released on 26-jan-2026. Expiration date: 06-jan-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot. 2526522: (B)(4) items manufactured and released on 16-dec-2025. Expiration date: 20-nov-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to left hip instability after about 1 month from primary.there were no signs of trauma. The surgeon revised the 36mm biolox head s to a 36mm biolox option head with option sleeve m to address the instability. The surgery was completed successfully.